Manufacturer narrative:
The returned ipg was analyzed passed all tests performed and exhibited normal device characteristics. With all the available information boston scientific concludes the cause of the reported event could not be determined as no problem has been detected.

Event description:
It was reported that patient experienced intermittent stimulation and felt it was no longer as effective. The patient also experienced increased charging burden. The patient underwent a revision where the implantable pulse generator (ipg) was replaced. Post operatively, the patient was doing well.

Event description:
It was reported that patient experienced intermittent stimulation and felt it was no longer as effective. The patient also experienced increased charging burden. The patient underwent a revision where the implantable pulse generator (ipg) was replaced. Post operatively, the patient was doing well.